Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the laparoscope experienced that the image becomes blurred, indistinct or noisy when connected to the console. The issue was found during service maintenance. There were no reports of patient involvement.

Event description:
There was no additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a blackout in image ,malfunction in the universal cord and component failure of the universal cord. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.